Manufacturer narrative:
Philips service replaced the clea2 force sensor and clea2 fd shift motor and returned the device to normal use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that motorized movement was unavailable due to an ii force sensor failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.